Event description:
Cord caught on fire and damaged unit. It is unclear if it was due to a power surge or random issue that caused the cord to burn. No adverse patient events were reported. Should additional information become available, this file will be updated.